Event description:
Customer's father reported via phone, the insulin pump was alarming button error while customer was at camp. Customer's blood glucose was 190 mg/dl. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.